Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and associated right ventricular (rv) lead were explanted due to the patient's pocket infection and erosion. No new system was implanted, pending recovery from the infection. No additional adverse patient effects were reported.